Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Hernia recurrence and adhesions are known inherent risks of surgery/use of the device. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol composix e/x. It is alleged that on 08/04/2009, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: attorney alleges that the patient experienced nerve damage, pain, mesh migration, recurrent hernia repair and underwent mesh removal. Per provided medical records: (B)(6) 2006 - patient underwent a laparoscopic abdominal incisional hernia repair with insertion of composix e/x mesh. Per op notes, ¿there was a distinct hernia at the umbilicus, which measured about 2 x 2.5cm, 4 x 6 inch large dual mesh graft (composix e/x mesh) was selected. Traction sutures were placed at the 4 poles of the graft. The graft in the anterior abdominal wall appropriately numbered. The graft was inserted¿ the graft fitted nicely up against the anterior abdominal wall without tension or without creases in the patch.¿ 04-aug-2009 - patient had persistent abdominal pain, was noted upon examination to have free-floating mesh, severe rectus diastasis, ventral hernia and was scheduled for mesh removal, rectus plication and panniculectomy. Per op notes, ¿the lower edge of the patch was identified. It was densely adherent to the underlying omentum and to the attenuated abdominal wall externally... The omentum was dissected off the patch posteriorly. The patch was completely freed up from the intraabdominal contents¿ the patch was removed in its entirety¿ this was a 4x6 inches dual mesh graft (composix e/x mesh)¿ once the mesh had been grossly excised, then the mesh was taken off of the underlying umbilicus using bovie electrocautery.¿ a non-bard/davol mesh was implanted.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Not applicable.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol composix e/x. It is alleged that on (B)(6) 2009, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."